Event description:
It was reported that during an unknown procedure, when all the clips are installed, the device does not lock. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. One device will be returned.

Manufacturer narrative:
(B)(4). Lockout mechanism. The analysis results found that the mcm30 device was returned in good visual condition. Upon cycling the device it was noted to be empty; however the instrument locked out after the last actuation. No conclusion could be reached as to what may have caused the lockout incident. The final quality release criteria was met before this batch was released for distribution.